Manufacturer narrative:
Product not returned to manufracturer.

Event description:
It was reported that the abutment screw (iunihg) was fractured. It was also reported that they were able to remove the fractured abutment screw and replace with another abutment screw.

Manufacturer narrative:
Additional information was received on 13-sep-18 from the customer stating that the device they had originally reported a complaint against was not a zimmer biomet device. As a result, the prior submission MFR report number 0001038806-2018-00641 submitted on (B)(6) 2018 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.